Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer reverted to manual injections for insulin therapy.